Event description:
It was reported an occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level.. The customer was guided by tandem technical support to perform various troubleshooting steps, however, bolus deliveries did not complete successfully prompting a pump replacement. The customer reverted to an alternate method of insulin therapy.